Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified proximal to mid right coronary artery. The device was prepped (air aspiration) inside the anatomy prior to use. A 3.50x48 mm xience xpedition stent delivery system (sds) met resistance with the anatomy during advancement but was able to reach the lesion and be implanted proximal to an unspecified pre-existing stent. Post-dilatation was performed at 11 atmospheres for 20 seconds, and 18 atmospheres at 15 seconds twice. Then it was noted that the balloon failed to deflate even with negative pressure applied. After a few minutes with negative pressure being held, angiography showed the balloon looked slightly deflated. However, no flow was observed on angiography. The sds was attempted to be removed but met resistance with the guiding catheter (gc). The sds and the gc were simply withdrawn together but both met resistance with the introducer sheath during removal. The sds, the guiding catheter, and the sheath were removed from the anatomy as a single unit. There was no problem noted at the access site. The access site was manually compressed to achieve hemostasis and successfully complete the procedure. Once removed from the anatomy, it was noted that the balloon was still fully inflated. Additionally it was also noted that when applying negative pressure, blood returned which made the physician suspect a leak at the shaft. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported physical resistance could not be replicated in a testing environment as it was based on circumstances of the procedure. The reported deflation issues, leak, difficult to remove (introducer sheath and guiding catheter) could not be confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted that the xience xpedition everolimus eluting coronary stent system IFU lists steps for delivery system preparation prior to steps for delivery procedure. In this case, it is unknown if the IFU deviation related to incorrect prep may have contributed to the reported event. The investigation determined the reported deflation issues appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.